Event description:
Additional information received indicated that the patient's right ventricular (rv) was capped and replaced on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for follow up in clinic. Upon interrogation, it was noted that right ventricular lead exhibited noise oversensing that led to pacing inhibition. No intervention was performed and the patient would be monitored. There were no consequences to the patient.